Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the wake button was sticking. There was no adverse impact to customer's blood glucose. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.